Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), rash ("rashes on her face"), menstrual disorder ("severe complication with menstrual cycle"), fatigue ("fatigue"), cognitive disorder ("cognitive decline"), pyrexia ("frequent fevers"), migraine ("migraine"), musculoskeletal pain ("physical/musculoskeletal pain"), malaise ("illnesses"), depression ("depression"), systemic lupus erythematosus ("lupus"), rheumatoid arthritis ("rheumatoid arthritis"), fibromyalgia ("fibromyalgia"), autoimmune thyroiditis ("hashimoto's") and leprosy ("leprosy") and was found to have weight increased ("weight increased"). The patient was treated with surgery (hysterectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, menstrual disorder, cognitive disorder, migraine, musculoskeletal pain, malaise, depression, systemic lupus erythematosus, rheumatoid arthritis, fibromyalgia, autoimmune thyroiditis, leprosy and weight increased outcome was unknown and the rash, fatigue and pyrexia had resolved. The reporter considered autoimmune thyroiditis, cognitive disorder, depression, fatigue, fibromyalgia, leprosy, malaise, menstrual disorder, migraine, musculoskeletal pain, pelvic pain, pyrexia, rash, rheumatoid arthritis, systemic lupus erythematosus and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: device at place. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 8-oct-2020: quality safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), rash ("rashes on her face"), menstrual disorder ("severe complication with menstrual cycle"), fatigue ("fatigue"), cognitive disorder ("cognitive decline"), pyrexia ("frequent fevers"), migraine ("migraine"), musculoskeletal pain ("physical/musculoskeletal pain"), ill-defined disorder ("illnesses"), depression ("depression"), systemic lupus erythematosus ("lupus"), rheumatoid arthritis ("rheumatoid arthritis"), fibromyalgia ("fibromyalgia"), autoimmune thyroiditis ("hashimoto's") and leprosy ("leprosy") and was found to have weight increased ("weight increased"). The patient was treated with surgery (hysterectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, menstrual disorder, cognitive disorder, migraine, musculoskeletal pain, ill-defined disorder, depression, systemic lupus erythematosus, rheumatoid arthritis, fibromyalgia, autoimmune thyroiditis, leprosy and weight increased outcome was unknown and the rash, fatigue and pyrexia had resolved. The reporter considered autoimmune thyroiditis, cognitive disorder, depression, fatigue, fibromyalgia, ill-defined disorder, leprosy, menstrual disorder, migraine, musculoskeletal pain, pelvic pain, pyrexia, rash, rheumatoid arthritis, systemic lupus erythematosus and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: device at place. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.